Event description:
The pump was explanted due to an infection at the pocket site. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).